Manufacturer narrative:
The sample was collected off-site in a serum tube with a gel separator. The sample was allowed to clot for 20 minutes prior to centrifugation, then aliquoted before transported to the customer's site. Qc was within the established ranges prior to and after the event. A routine system check was performed on (B)(4) 2010, and the results were within the specifications. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The customer does not have any additional sample to send to bci for interferent testing and expects that the root cause is related to an interferent. Although an interferent is a likely contributing factor, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated total t4 (tt4) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was reproducible. Subsequent testing by an alternate methodology produced a result within the normal reference range. The customer believed this result as it better matched the patient's clinical presentation and other thyroid results. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.